Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
A possible over/under infusion of dexrazoxane.

Manufacturer narrative:
Testing of the source pump module was found to be infusing within specification. During testing there were no observations of unregulated flow. A review of the device history record showed the lvp device had a manufacture date of 08/08/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s report of a possible over/under infusion of dexrazoxane was not definitively determined in this investigation. There was no evidence of an over infusion. The customer¿s report of a possible over/under infusion of dexrazoxane was not reproduced during the investigation.

Event description:
A possible over/under infusion of dexrazoxane. The channel finished and showed it had delivered 161ml, but there was a significant amount left in the bag. A total of 233.45ml dexrazoxane was reported as delivered once the bag was continued and flushed. The pump was tested 10 times at the prescribed rate and dose and was delivering within a 5% error.